Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and deceased. There is no known allegation from a health care professional that suggest that the death was device related, the cause of death was reported to be the infection. No additional information was available at this time.